Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the otw omnilink elite stent delivery system (sds) was being loaded on to the guide wire without resistance when it was noted that the balloon was separated from the sds. At this time, the wire and the sds were not in the anatomy. The sds was removed from the wire and replaced with another omnilink elite without further incident. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.